Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure a post implant distal edge dissection occurred and required the placement of a second stent, which successfully treated the dissection.